Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08494. It was reported that the patient presented for a lead revision procedure due to an unknown lead issue. During the procedure, the physician was unable to tighten the setscrew of the pacemaker after fixing the lead into the device. The device was removed and replaced. Patient was stable.